Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module experiencing occlusion alarms with an infusion that was y-sited into another infusion. One infusion was programmed at 75 ml/hour and the other that was y-sited in, was programmed at 200 ml/hour. The issue was resolved when the pump module was swapped out. This was reported to bd representatives during their site visit. There was patient involvement but no harm.